Event description:
It was reported that during the implant procedure of a right ventricle leadless pacemaker (RVLP) that the delivery catheter spontaneously released the RVLP upon going into short tether mode. The RVLP was not implanted. The patient was stable following the procedure.

Manufacturer narrative:
Further information was requested but not yet received.